Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. It was informed that the user has continued to use the subject device and the reported failure phenomenon has not been occurred after this event. The device history record was reviewed and found no irregularities. Based on the evaluation result, it was surmised that the possible cause of the reported failure phenomenon was any temporary malfunction (e.g., temporary communication error between the subject device and endoscope, temporary insufficient connection of some cables, and so on). The otv-s190 instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified therapeutic procedure, the subject device and endoeye flex deflectable videoscope ltf-s190-10 were used. In the procedure, the image on the monitor was black out. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported.